Manufacturer narrative:
Device return is not required.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient had experienced a hypoglycemic event. The reporter stated that the patient had a blood glucose of 2.2 mmol/l with no related symptoms of hypoglycemia. The reporter stated that the patient was no longer using the device. The reporter alleged that the pump displayed a ¿???¿ icon where the blood glucose readings should have been from their continuous glucose monitor. The reporter alleged that this icon appeared for two hours. The reporter stated that as a result of this issue, the patient was not warned of their blood glucose reaching hypoglycemic levels. The user is instructed not to solely use cgm technology when making dosing decisions with the pump and to check their blood glucose levels independently from the cgm. This complaint is being reported as the patient experienced hypoglycemia subsequent to user error.